Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The sensor was inserted into the arm. On 10/16/2024, it was reported that the patient experienced a sensor error after which the patient experienced a hypoglycemic event. The patient stated that the day of the event he experienced a sensor error for 3 hours, and that during this time he experienced a hypoglycemia, and lost consciousness. When the paramedics arrived, the patient was treated with glucose (route unknown). At the time of the report the patient was stable. Data was provided for investigation. The allegation was not confirmed via data. The probable cause could not be determined via data. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Manufacturer narrative:
(B)(4).

Event description:
A review of performance data shows that the patient's low alert was enabled at the time of the incident and set to 4.9 mmol/l with the audio set to sound. The urgent low alert is fixed at 3.1 mmol/l and the snooze feature was set to 30 minutes. The urgent low soon alert is fixed to notify users when their estimated glucose values will reach 3.1 mmol/l within 20 minutes. The no readings alert was enabled and set to trigger after 20 minutes of continuous brief sensor issue. Data investigation did not find that the patient experienced brief sensor issue as described by the patient around 7:00 am on or around the alleged date of incident on (B)(6) 2024. However, at 12:53 pm on (B)(6) 2024, the patient's estimated glucose values (egvs) dropped below the low alert threshold and the system delivered an urgent low soon alert at full volume with an egv of 4.5 mmol/l. The system continued to deliver urgent low soon alerts at full volume every five minutes through to 1:18 pm, after which the patient's egvs dropped below the urgent low alert threshold. At 1:23 pm, the system delivered an urgent low alert at partial volume with an egv of 2.9 mmol/l. At 1:28 am, the system delivered a second urgent low alert, this time at half volume, with an egv of 3.1 mmol/l. At 1:33 pm, the patient's egvs rose slightly and the system delivered an urgent low soon alert at partial volume with an egv of 3.3 mmol/l and the egvs then proceeded to drop again. At 1:38 pm, the patient's egvs dropped below the urgent low alert threshold again and the system delivered an urgent low alert at partial volume with an egv of 2.2 mmol/l. At 1:43 pm, the system delivered a second urgent low alert, this time at half volume, with an egv of 2.2 mmol/l. At 1:48 pm, the system delivered a third urgent low alert at full volume with an egv of 2.2 mmol/l. The system continued to deliver urgent low alerts at full volume every five minutes until the alert was acknowledged at 2:00 pm. The patient's egvs rose slightly thereafter, but quickly fell below the urgent low threshold again; at 2:28 pm, the system delivered another urgent low soon alert at partial volume with an egv of 3.1 mmol/l. At 2:33 pm, the system delivered a second urgent low alert, this time at half volume, with an egv of 2.4 mmol/l. At 2:38 pm, the system delivered a third urgent low alert at full volume with an egv of 2.2 mmol/l. The system continued to deliver urgent low alerts at full volume every five minutes until the alert was acknowledged at 2:50 pm. At 2:53 pm, a period of brief sensor error started. Starting at 3:13 pm, the system delivered no readings alerts at partial volume every five minutes through 3:43 pm, after which the patient's wearable failed. The reported allegation of brief sensor issue was not confirmed as the duration of the issues was less than an hour. The probable cause of the hypoglycemic event could not be determined as data investigation shows the system performed as intended and delivered all intended alerts prior to the onset of brief sensor issue.